Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose to 402 mg/dl while wearing the pod between 4 and 24 hours. The patient attempted to bring down their blood glucose levels by administering 4 units of insulin, however this was unsuccessful which prompted the patient to attend the emergency room. The patient was treated with intravenous fluids and 10 units of humalog (insulin lispro). The patient was released approximately 4-5 hours later, on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.7 hardware: iphone14.7 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.